Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: genital bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) back pain. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.